Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. A first sample collected from the patient resulted in a troponin t value of 11.1 ng/l. A second sample collected from the patient initially resulted in a troponin t value of 41 ng/l and this triggered a delta check. The sample was repeated, resulting in a value of 16.4 ng/l.

Manufacturer narrative:
The e801 analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
No quality issues were evident upon review of specification and release criteria data. The reagent performance is comparable with previous reagent lots. A general reagent issue can be excluded because isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.